Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic for a routine equipment check. The backup controller had green slime in it. The controller was exchanged at home about 5 months ago for expired backup battery. The controller was exchanged. There were backup battery faults noted earlier this year in the log files as well as on (B)(6) 2021 and (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of fluid ingress and backup battery fault alarms were confirmed. The provided log file was reviewed. The system controller was not observed to have been connected to a driveline within the timeframe of the reported event. However, the controller was observed to have been powered on (B)(6) 2021. Backup battery fault alarms correlating to a use of an expired battery were observed during these times. All other events within the log file were from the timeframe on (B)(6) 2021, where backup battery fault alarms correlating to use of an expired battery were observed. Per the reported event, the controller was exchanged at home around this timeframe due to this issue, and these events from on (B)(6) 2021 have been addressed via a separate investigation. The returned system controller (serial number: (B)(6) was observed to have a significant amount of green fluid on its backup battery and backup battery ribbon cable upon arrival. Fluid ingress was also observed inside of the controller¿s housing. The controller was functionally tested and was found to perform as intended despite the ingress. However, a replace backup battery banner was observed on the system monitor throughout testing, as the manufacture date of the battery was 25oct2017 and had therefore expired in oct2020. The root cause of the fluid ingress was unable to be conclusively determined. The root cause of the backup battery fault alarms was the use of an expired backup battery. The heartmate 3 patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 instructions for use (IFU) instructs users that backup batteries will expire 36 months after their manufacture date. Users are encouraged to replace their backup battery before expiration, or if prompted by a battery fault alarm. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controller, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 05may2016. No further information was provided. The manufacturer is closing the file on this event.